Event description:
It was reported that a patient was implanted with competitor's hardware from t4 - l4 on unknown date. Patient was returned to surgery on (B)(6) 2015 due to broken rods. All hardware was removed and patient was revised utilizing synthes universal spine septum (uss) and uss variable axis screw (vas) iii hardware. While placing the right l3 uss vas screw, the driver tip broke off in the screw recess and was not able to be removed without removing the screw. It was reported the screw was inserted with a high degree of torque. To remove the screw, surgeon cut a 50mm rod and tightened it with a nut and collar and then rotated the screw out with a counter torque sleeve. Surgeon was then able to remove the screw with the driver tip fragment. A new screw was then inserted. It was additionally reported that the other screwdriver had a twisted tip due to the high degree of torque used to put in the new screw. Procedure was delayed approximately 15 minutes due to the broken driver tip, but was completed successfully. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Utilized as patient as patient required additional surgical intervention. Subject device has been received and is currently in the evaluation process. DHR review ¿ no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned instruments were evaluated and in both instances the complaint condition was able to be confirmed. A definitive root cause was not able to be determined; however the high degree of torque noted in the complaint description may have exceeded that which the instrument was designed to transmit. A uss va screw (499.355 lot 6549880), collar (497.140 lot 7988514), 50mm rod (498.150 lot 7643792) and nut (498.003 lot 7926159) were also returned. No allegations were made against these implants as the driver tip broke off inside of the screw and the remaining implants were utilized in the removal process. As they functioned as intended, no further evaluation was required. The returned instruments were evaluated: the first screw driver (lot 8797825) was examined and the tip was indeed broken and remained embedded in the returned screw (499.355 lot 6459880). The second driver was examined (lot 4847207) was also examined and the complaint condition of a twisted tip was also able to be confirmed. In both instances the failure modes are consistent with the application of excessive force as described in the complaint condition. This could be the product of inadequate pedicle preparation prior to screw insertion or simply the result the patient having hard bone. Relevant drawings for the returned instrument were. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause was unable to be determined; however the failure mode is consistent with the application of excessive force as described in the complaint condition. This could be the product of inadequate pedicle preparation prior to screw insertion or simply the result the patient having hard bone. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.